Manufacturer narrative:
The device was explanted but not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was to nevro that the patient acquired an infection. Subsequently, the physician removed the trial leads. Nevro had attempted to obtain additional information regarding the nature of the infection but was unsuccessful. There have been no reports of further complications.